Manufacturer narrative:
The actual device was received for evaluation. Functional testing revealed that the clicking noise appeared to come from the plunger driver sleeve while an infusion was running. A dried substance was visible along the plunger driver sleeve, which may have caused the noise as it passed through the grommet. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the plunger driver sleeve, which requires replacement to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump was making clicking noise as loose part inside the pump. This occurred during programming/setup. There was no patient involvement. No additional information is available.